Event description:
Father heard patient coughing. While checking on her, he noticed that the inner portion of her trach was on the floor while the external portion was secured with trach ties around her neck. New trach was inserted by father without difficulty. Patient did not suffer an adverse effect from trach malfunction.